Manufacturer narrative:
Philips service recreated the database, rebooted the system, and restored its functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray emission was blocked due to lack of storage space on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.